Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing 3 or 4 episodes of elevated blood glucose levels. Patient stated she woke up this morning and had a blood glucose reading of 400 mg/dl, took a bolus, her level decreased, and she went to work. Patient reported that later, she checked the pump and noticed air bubbles in the cartridge. Patient reported she thinks the pump could have a problem with delivery inaccuracy because she cannot explain the elevated levels. No adverse event reported. Requested return of the alleged pump for evaluation.